Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump alarmed error code 41622 during patient infusion. Per reporter, they attempted to restart the pump several times after opening up the battery door, but the alarm returned each time. Reporter alleged the pump stopped prior to the alarm occurring, and the display said 43 hours and 44 minutes of infusion remaining. No symptoms were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.